Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with foraminal disk herniation, right l5-s1, with right l5 radiculopathy and underwent far lateral diskectomy via right l5-s1 transforaminal lumbar inter-body fusion and l5-s1 posterolateral fusion with leopard cage and expedium instrumentation and local bone graft. As per op- notes, ¿..an 8 cm long incision was done just below the inter-crestal line dissecting through the skin across the posterior elements exposing out to the transverse processes of l5 and the sacral ala. It was packed off for later bone grafting. Right side of the l5 lamina was cut off and inferior articular process of l5 was resected. The right l5 pedicle screws were skeletonized, along the l5 nerve root, it was decompressed and then s1 pedicle on the right side was also skeletonized. Annulotomyxxx was performed at l5-s1 disk space . The soft tissue was removed in its entirety with care being taken not to disrupt the l4-5 facet joint on the right side. L5 nerve root was mobilized up and down to confirm that there were no fragments. The disk space was distracted up to 8 mm distraction height. A laminar spreader was used and an 8 mm trial leopard cage. The cage was packed with bone morphogenic protein. One piece of bone morphogenic protein was placed into the anterior aspect of the disk space and then the cage was placed in an oblique fashion diagonally across the disk space and then it was tamped anteriorly. The distractor was removed and duraseal was placed across the disk space to isolate the bmp from the neural elements. The transverse processes and the lateral aspects of the facet joints were decorticated first on the left and then on the right. On each side, a roll of bone morphogenic protein was put around some of the local bone and it was laid across the decorticated bony surface areas. Additional local bone graft was placed on top of this. 45*7 mm diameter screws were placed in s1 and 50 mm long and 6 mm diameter screws in l5...¿ no patient complications were reported. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.